Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional eight hi-torque bmw universal ii devices referenced are being filed under separate medwatch reports. The device was returned for analysis. The unsealed device packaging was unable to be confirmed however there were noted bubbles sporadically throughout both the manufacture seal and the vender seal. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot related to this event. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during an incoming consignment inspection of nine high-torque balance middle weight universal ii guide wires, there was what appeared to be air bubbles inside the sterile packaging around the seals. While the seals appeared intact and there was no reported problem with sterility of the guide wires, this could not be confirmed. The guide wires were not used and there was no patient involvement. No additional information was provided.